Manufacturer narrative:
The electronic log file of the concerned primus ie was available for investigation. Based on the information stored therein the case in question could be reconstructed. The primus was switched on at 9:54am and immediately passed the automatic self-test. The case in question started at 2:18pm in man/spont mode. At 2:25pm, volume-controlled ventilation was started. Subsequently, the pressure limit set by the user was reached several times, so that set volume could not be applied as expected. The primus ie generated visible and audible pressure limitation, volume not attained an mv low alarms to indicate this restriction. During this phase, the primus has recorded the measured gas concentrations, volumes, pressures and the ventilation frequency, several times. At 2:27pm the patient gas measurement module (pgm) was detected as faulty. The log entries show that the pump of the module was faulty and no longer sucked sample gas. As a consequence, amongst others the o2 measurement stops and the primus ie generated an o2 sensor failure alarm. From that point on, "inop" was shown on the display instead of the measured values and no gas readings were recorded in the electronic logbook. Independent from that, ventilator and gas mixer continued working with the last valid settings. Based on the log entries there was no impact on the therapy function. Over a period of more than 32 minutes, pressure and volume were then applied with the exception of occasional leakages. The restart mentioned in the initial report took place at 3:00pm. After that, the device was restarted again and at 3:13pm the reported device check was logged. This indicated a yellow status (equivalent to "conditionally ready") in the result log for the gas measurement instead of a green one. Immediately upon completion, ventilation was restarted. Whether the patient was still connected cannot be answered beyond doubt due to the lack of gas readings, but the recorded pressures and volumes indicate this. Only from 3:30pm no more ventilation was recorded. At 4:00pm, the unit was disconnected from central gas supply and switched to standby. As can be seen in the present case, neither ventilation nor gas delivery is affected in the case of a gas measurement error. The failure of the gas measurement is indicated to the user by the alarm and the measured values are replaced by "inop" and thus immediately recognizable. The instructions for use of the primus ie describe the mentioned alarms including the "inop" indication and indicate potential causes and suitable remedial measures. No false or misleading readings will displayed at any time. Since the measured values are not used for control purposes, ventilation and gas dosing will continue unchanged. This is obvious to the user based on the permanently displayed pressure and volume curves. The missing monitoring function can be compensated either by controlled replacement of the anesthesia machine or by supplementing an independent gas monitoring. During this time, the patient status can be monitored by patient monitoring. In this particular event, after 30 or 60 minutes, the user decided to cancel the case. Whether this decision was solely due to the failure of the monitoring function or other factors played a role, cannot be determined based on the information available.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported: during a case the gas monitoring failed and the device alarmed accordingly. ¿inop¿ was displayed for all gas readings. The patient was ventilated with an ambubag. Restarting and checking the device did not solve the issue. The case was aborted.